Event description:
It was reported that the hcp felt the needle and stylet were "sticky" so he did not use the product. The hcp said the catheter wrinkled when the hcp was pulling the guide wire out. Per hcp "this is happening multiple times". The hcp used two separate (B)(4) catheter kits. The first catheter kit, the spinal needle and stylus were "sticking" the second catheter kit the catheter was "rippling", kinking with removal of guide wire. It was also reported that a new pump was implanted on (B)(6) 2012. It was noted there was no injury. The patient outcome was noted as recovered without sequela.

Event description:
Additional information received reported the surgical procedure took place on (B)(6) 2012. The first catheter and needle kit used was reportedly "not sliding in and out well enough" so a second catheter kit was opened. The needle portion was fine, but the implanting physician felt the catheter started to "wrinkle up" as the guide wire was taken out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned catheter revealed damaged catheter body and/or guidewire during implant procedure.

Manufacturer narrative:
Catheter: model 8709sc, lot# n308947008, implanted: unk, explanted: unk. Lead: catheter: model 8709sc, lot# n308858010, implanted: (B)(6) 2012, explanted: unk.